Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported that the patient experienced swelling, pain, deformity, hardening, and capsular contracture, baker grade unknown. Additionally reported were lumps, fever, and body aches which have been deemed not related to the device. Affected side is left. The device has been explanted.